Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ there was an issue with needle retraction failure. It was stated ¿the safety mechanism of the catheter did not activate after puncture.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: samples/ photos: samples have not received for analysis of the incident in question. DHR review: the following assembly batch used in the final claimed product list 7244583 was analyzed: the final assembly lot: 7241767 assembled in the period from 09/01/2017 to 09/13/2017. The batch was analyzed for "needle retraction" and ¿part activation¿ tests, and it was not evidenced record of failure of activation of the part during the analysis of these batches. Qn/ ncmr review: no records of quality notification or reports of non-conformity that could lead to incidents in to the lot involved in this complaint were evidenced. Unplanned maintenance: the corrective maintenance history in the manufacturing period of the assembly lot involved in this complaint was evaluated and no records were recorded that could clearly indicate a failure of the activation of the part. Investigation conclusion: not confirmed: bd was unable to confirm the claimed defect. Since samples containing the defect claimed are not available for review, this complaint was not confirmed. In addition, there are no non-conformities or corrective maintenance in the lots involved in this complaint, which could confirm the defect claimed without presence of samples.